Manufacturer narrative:
(B)(4). Received one (1) 1613 ventilator tubing set, long length for investigation. Upon receipt a visual inspection was performed to determine if the circuit had been subjected to any abuse/misuse/damage. During visual inspection the complaint was confirmed. The customer identified a cut on the tubing. The cut is very clean and measures approximately .5 inches in length. The cut is located approximately 8-9 inches below the patient wye on the heater/column limb of the circuit. A device history record review was performed and no relevant findings were identified. The current production lot (#74e1903143) was reviewed and no issues were found that can lead to defect reported. The complaint has been confirmed. Although the complaint is confirmed, a root cause for the issue could not be identified.

Event description:
Complaint reported as "circuits would not pass leak test on pre use check.". There was no patient involvement.

Manufacturer narrative:
(B)(4). Received one (1) 1613 ventilator tubing set, long length for investigation. Upon receipt a visual inspection was performed to deter mine if the circuit had been subjected to any abuse/misuse/damage. During visual inspection the complaint was confirmed. The customer identified a cut on the tubing. The cut is very clean and measures approximately .5 inches in length. The cut is located approximately 8-9 inches below the patient wye on the heater/column limb of the circuit. A device history record review was performed and no relevant findings were identified. Current production (1613 lot 74e1903143)was reviewed and no issues were found that can lead to defect reported. The complaint has been confirmed. The information provided concerning the incident is not sufficient to assign a definitive root cause. The root cause has been assigned to undetermined. No corrective/preventative actions will be assigned.

Event description:
Complaint reported as "circuits would not pass leak test on pre use check.". There was no patient involvement.